Event description:
Epidural catheter placed in 2004 and removed by nurse on the following day. There was no documentation on chart as to condition of catheter after removal. The next day a CT scan was performed for pt complaints of abdominal pain (post-op major abdominal surgery), and fever of unknown origin (fuo). A diagnosis of meningitis was made. A 1 x 6 mm piece of epidural catheter noted in epidural space. The pt developed an abcess 36-48 hrs post epidural procedure. A CT scan indicated a 6-7mm portion of catheter remaining in the pt. Exploratory surgery was performed and the catheter could not be found. A repeat CT scan did not show any catheter present. The nurse who removed the catheter did not document if it was completely intact or not. The pt has recovered and has suffered no adverse sequelae.